Event description:
Blood glucose results of "24.9 mmo1/l, 15 mmo1/l, 13 mmo1/l and 11 mmo1/l " with the lifescan meter, performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of percision. Themeter and test strips were replaced.